Event description:
It was reported that the patient received inappropriate shock due to functional undersensing. Programming changes were made. There were no adverse health consequences, the patient was stable.